Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.